Event description:
The patient reportedly has a severe infection in the middle ear space which required that the device be explanted. The patient will require several surgeries to prepare for reimplantation at a future date. The device was explanted and the electrode array was left in the cochlea to maintain the space.